Event description:
Medtronic (covidien) received information that during a flow diversion treatment of right ophthalmic internal carotid artery (ica) aneurysm, the physician reported a lot of friction in the microcatheter throughout the whole deployment. There were large amounts of friction pushing the pipeline flex through the microcatheter which caused patient to have a direct carotid cavernous fistula (ccf) post deployment runs 3 cm proximal to pipeline flex placement. It was reported that the patient's vessel was very tortuous. The physician treated the ccf with coils. Currently the patient has a slight nvi problem. The pipeline device will not be returned because it was implanted and the microcatheter and pushwire were discarded.

Manufacturer narrative:
Off-label use: pipeline flex instruction for use: do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The patient's anatomy was reported to be very tortuous. The devices were not returned for analysis; therefore the complaints could not be confirmed, and the event causes could not be determined. The lot history record review of the reported pipeline flex lot number showed no discrepancies that may have contributed to the reported experience.